Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical records received. After review of the medical records for MDR reportability, the medical records also indicated the metal ion levels are aboe 7ppb. The records also mentioned osteolysis around the cup. Infection, pain, and metallosis were confirmed. The stem and taper sleeve are now being reported the for high metal ion levels.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent a revision to address pain, metallosis and fluid collection

Manufacturer narrative:
Asr revision asr xl right reason(s) for revision: infection (tested and positive culture confirmed. *** update - alert date (B)(6) 2016 *** received demographics / additional info - see attachment dated (B)(6) 2016. Additional reasons for revision - *** pain / periprosthetic fluid collections / signs of metallosis ***, taken from attachments dated (B)(6) 2016. Added patient harms, additional hospital, patient dob, gender, age & age units, taken from attachments dated (B)(6) 2016. Ek (B)(6) 2016. Update rec'd 26-sep-2016: medical records received. After review of the medical records for MDR reportability, the medical records also indicated the metal ion levels are aboe 7ppb. The records also mentioned osteolysis around the cup. Infection, pain, and metallosis were confirmed. The stem and taper sleeve are now being reported the for high metal ion levels. This complaint was updated on: (B)(6) 2016 update (B)(6) 2017: email notification from (B)(6) received. There is no new information. This complaint was updated on: (B)(6) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.